Manufacturer narrative:
Additional information b5, d9, h3, h6 and h11: h11: the device was received for evaluation. During functional testing, "the heparin drip endorsed via handoff (dual signoff) at 07:20 with night nurse to continue at the rate of 15 u/kg/hour, per a previous rate change signoff at 06:35 with another night nurse. Heparin drip was verified and scanned, confirming the 15 u/kg/hour rate on the pump and in the mar. As per protocol, activated partial thromboplastin time (aptt) was checked at 11:22 and found to be subtherapeutic. The primary registered nurse (rn) then noted that the pump infused at 13 u/kg/hour, despite no physical decrease in the programmed rate. The mar reconfirmed with 15 u/kg/hour but infusion verification showed 13 u/kg/hour instead was not reproduced. A review of the event history log revealed that the event date was 01-mar-2025 and the care area was identified as the ICU, however an infusion of heparin programmed and started on february 27. 2025. On march 01, 2025 at 02:13 user stopped the pump. Infusion complete alarm was cleared. Pump ran dose: 13units/kg/hr, rate: 8.8 ml/hr, vtbi: 10 ml, and 391 ml was given to the patient. After 11 minutes user stopped the pump. Infusion complete alarm was cleared. Pump ran dose: 13units/kg/hr, rate: 8.8 ml/hr, vtbi: 8.3 ml, and 393 ml was given to the patient. Scan key was pressed. After one minute ap order was changed and received and flow was confirmed. At 11:42 scan key was pressed and bolus was selected and after one minute pump ran primary bag bol. Rate: 232 ml/hr, bolus remaining: amt:2710units, time:7 minutes. At 11:50 bolus complete and pump ran dose: 13units/kg/hr, rate: 8.8 ml/hr, vtbi: 141 ml, and 502 ml was given to the patient. After 5 hours and 54 minutes pump stopped by he user with vtbi: 89.1 ml, 554 ml was given to the patient and pump entered sleep mode. At 19:34 timestamp pump was turned off. The customer did not provide the volume of the medication bag and volume to be infused were requested. The device to flow lines for flow testing at 40 ml/hr for 30 mins at 20 vtbi with the results of 20.080 and passing error percentage of 0.4%, flow testing at 10.2 ml/hr for 60 mins at 10.2 vtbi with the results of 10.283 and passing error percentage of 0.813725%, and flow testing at 8.8 ml/hr for 60 mins at 20 vtbi with the results of 8.780 and passing error percentage of -0.22727%. No abnormalities were observed in the history log. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a spectrum iq pump under infused. At 07:20 the night nurse was endorsed to continue the heparin infusion at the rate of 15 units/kg/hour. The heparin infusion was verified and scanned, confirming the 15 units/kg/hour rate on the pump and in the mar. As per the facility¿s protocol, the patient¿s activated partial thromboplastin time (aptt) was checked at 11:22 and found to be subtherapeutic (value not reported). The primary registered nurse (rn) then noted that the pump infused at 13 units/kg/hour, despite no physical decrease in the programmed rate was made. The mar reconfirmed with 15 units/kg/hour, but the infusion verification showed 13 units/kg/hour instead. The patient¿s healthcare provider was notified and the pump was switched to a new pump. No further information was available at the time of this report.